Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse confirmed the 311 errors in the logs indicating the system had converted to a non-clinical image of the software. The fse reprogrammed the system to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause is due to the system converting to a non-clinical image of the software. This issue can be resolved by having the fse reprogram the system.

Event description:
It was reported that the customer experienced a power loss mid-procedure, and the system was not powering up properly afterward. The technical support engineer (tse) reviewed the logs and confirmed the presence of 311 'golden image' faults. As a result, the site had to convert the case to another system because the system was no longer functional. The tse remained on the line to ensure that the operating room staff could safely remove the instruments. Tse was able to confirm surgeon was logged in to another davinci system. The procedure was being completed as planned with no reported injury.